Manufacturer narrative:
The insulin pump passed functional testing. However, intermittent button response was noted due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported the customer had issues with their reservoir compartment. The customer also reported that the alarms regarding insulin and battery power don't always go off. It was also found the customer had multiple no delivery alarms. The customer's blood glucose was 8.7 mmol/l. The customer's drive support cap was also not loose or damaged. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.